Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient. The hcp requested MRI guidelines. They stated that the patient¿s device has been off for over a year. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the representative suspected an over-discharge occurred. The representative also mentioned a previous over-discharged in 2015. A representative would be meeting with the patient. No symptoms or further complications reported. Additional information received from the representative. It was reported that a 4th trickle charge was performed to "jump start" the battery on (B)(6) 2018 with no result. Another representative previously tried to perform trickle charges in (B)(6) 2018 to no avail and there was a previous device reset on (B)(6) 2017. The issue of the dead battery was not resolved or restarted. No further complications reported. The hcp reiterated that the ins was dead and could not be communicated with using the programmer. MRI compatibility guidelines were provided. No further complications were reported. Additional information was received from a manufacturer representative (rep) on 2018-aug-13. The rep indicated that they did not know the patient¿s history but there was a previous attempt to get the device out of over-discharge mode but it does not go. The rep was not the one who was involved with this patient. Technical services reviewed MRI eligibility and completing the physician MRI form with the rep. Additional information was received from an MRI technician on 2018-aug-15. The caller stated that the device is ¿dead in the water¿, non-functioning, and the patient has no way of recharging it. The caller did not know why the patient let the ins deplete. The caller spoke with the rep who proved that the ins was non-functioning, off/completely dead and could not be jump started. The rep indicated that it has been over a year since the battery went out. The MRI was for unrelated symptoms. Technical services reviewed the eligibility form but the caller stated that they know the patient is full body eligible from previous scans. Technical services reviewed that it would be up to them if they wanted to scan the patient. Technical services suggested checking to see if anything has changed with the system since eligibility was last obtained and reviewed there will be no visual confirmation that the ins is off. No further complications were reported/are anticipated. Additional information received from the representative. It was reported that the representative wasn't sure how many over-discharges the ins had and no further attempts would be made to recover the ins from the over-discharged state. They weren't aware of any scheduled surgical intervention. No further complications reported.